Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event was identified: tip fracture 2 additional similar investigated events for the lot number 14.976478 have been found. But, no potential relation of the investigated event could be identified to any deviations or ncr's nor could any potential relation of the investigated event be identified to a product characteristic which was inspected by a less than 100% scope. Review of event description: it was reported that during the surgery the tip of the dynesys coupling-screw fractured inside the dynesys pedicle screw. Another screw had to be implanted to finish the surgery. Review of received data: one picture was received. The picture confirms that the tip of the instrument has fractured along the threads. Devices analysis visual examination: the dynesys coupling screw as well as the pedicle screw have been returned for investigation. A part of the tip of the instrument has broken off along the threads. The broken off part is stuck in the threads of the pedicle screw. No further conspicuousness found. Based on this visual examination the reported event can be confirmed. Review of product documentation: this device is intended for treatment. Surgical technique : the correct use of the coupling screw is described in the surgical technique on pages 17-18. Conclusion summary: it was reported that during the surgery the tip of the dynesys coupling-screw fractured inside the dynesys pedicle screw. Another screw had to be implanted to finish the surgery. Based on the visual examination of the returned products, the reported event can be confirmed. According to the surgical technique 06.01285.012, the coupling screw serves to pull the pedicle screw towards the screwdriver ref 01.03799.030. The coupling screw is not intended to transfer high levels of torque. The screwdriver however is designed to deliver the torque to place the implant. Therefore it might be a possibility, that too high forces have been applied to the coupling screws, leading to the fracture of the instrument. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: zimmer dynesys pedicle screw + set screw, 6.4x45 item# 01.03764.045; lot# 2900418. The instrument here reported is distributed in the u.s under exempt. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Product pictures were received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the tip of the dynesys coupling screw fractured in the head of the screw. The surgery was completed with another screwdriver. Attempts to obtain additional information have been made; however, no more is available.